Event description:
The reporting nurse called in to troubleshoot a customer's insulin pump. Customer's blood glucose reading is currently 500 mg/dl. Customer was hospitalized for high blood glucose and the doctor feels that the insulin pump might not be functioning correctly. Customer's blood glucose reading at the time of the emergency visit was 500+ mg/dl. Troubleshooting was performed on the insulin pump. The insulin pump was found to be functioning correctly. The cannula was bent when the infusion set was removed from the patient's body. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.